Event description:
It was reported that the patient presented to the ER. The lead impedance was out of range. It was further reported that the lead had high thresholds and a sudden rise in impedance. The lead was capped and replaced. There have been no further patient complications reported as a result of this event.

Event description:
It was reported that the patient presented to the ER. The lead impedance was out of range. The lead was capped and replaced. There have been no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.